Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. One 4fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The catheter was received in two segments. The adjoining ends of the catheter were rough and uneven at the break site. Creases parallel to the break site were observed in the blue portion of the tubing near the break. Semi-circumferential creases were observed in the catheter on both sides of the break site. A tactual investigation revealed that the tubing was easily kinked across the semi-circumferential creases in the tubing. The characteristics of the break and creases indicate that the catheter was kinked or flexed during use. This type of damage can occur if the catheter is in a location that is vulnerable to bending, which can eventually cause the tubing to split with repeated flexing and kinking. No defects related to the manufacturing process were noted on the complaint sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported PICC placed (B)(6) 2021 - recently was flushed by district nurse and patient heard a noise, then PICC was leaking at exit site. Trimmed to 50cm with 43cm at exit which is exactly where the exit site is. They use statlock for securement.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeu2740 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported PICC placed (B)(6) 2021 - recently was flushed by district nurse and patient heard a noise, then PICC was leaking at exit site. Trimmed to 50cm with 43cm at exit which is exactly where the exit site is. They use statlock for securement.